Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
It was reported that the ventilator had an alarm for battery failed. There was no patient involvement.

Manufacturer narrative:
G4: 04aug2020. B4: 05aug2020. The service engineer (se) inspected the device. The se found the issue to be with the power supply and not the battery . The se replaced the power supply to address the reported issue and the ventilator was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.